Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage at the distal end. A piece measuring approximately 0.049" x 0.107" was not returned with the instrument. The complaint regarding the broken jaw was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace teflon pad was broken. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive received the following additional information via follow up: the broken part was found complete and attached to the faulty instrument. The whole consumable and broken part were sent back to intuitive fosun for further checking.